Event description:
It was reported that the right ventricular his lead had non-capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2009 (B)(6); 8042b biventricular implantable pulse generator 2003 (B)(6). (B)(4).